Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due noise issues. A rv septum lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received which indicated that the rv lead previously exhibited noise and the device was reprogrammed to unipolar pacing and bipolar sensing, which resolved the noise. It was noted the thresholds had increased. Subsequently, the rv lead oversensed noise, which resulted in pacing inhibition. The patient didn't experienced greater than two seconds of asystole. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due noise issues. A rv septum lead was successfully implanted. No additional adverse patient effects were reported.